Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. On visual inspection it could be seen that the shaft was broken 52.4cm from the hub of the microcatheter with the inner liner exposed 2.5cm in length. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed the presence of coating damage. Most likely excessive force used in attempting to remove the microcatheter from the hoop caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter separation occurred. A 135cm renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation, it was noted that a catheter separation occurred upon removing from the hoop. The procedure was completed with another of the same device. No patient complications were reported.